Event description:
Implant loss, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, inflammation, asymptomatic, mobility. Patient loses the implant with the crown for the 2nd time after complete osseointegration.